Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review for the potentially associated lot number (10k17h25) revealed no deviations during the manufacture of these devices. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the reporter stated that on an unreported date in (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was not reported. Treatment provided for the event was not reported. It was not reported whether the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn. The consumer stated that the peritonitis was unrelated to dianeal therapy. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.